Event description:
It was reported that the patient complained that during a heart attack, this implantable cardioverter defibrillator (ICD) did not deliver shock therapy. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient complained that during a heart attack, this implantable cardioverter defibrillator (ICD) did not deliver shock therapy. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient experienced loss of consciousness. Upon in-clinic review it was noted that this device could not be interrogated. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient complained that during a heart attack, this implantable cardioverter defibrillator (ICD) did not deliver shock therapy. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient experienced loss of consciousness. Upon in-clinic review it was noted that this device could not be interrogated. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.